Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer switched to multiple daily injections (mdi) as a backup therapy, and a replacement pump was sent by technical support.